Event description:
It was reported there was difficulty interrogating devices with the programmer radio-frequency (rf) head. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the difficulty interrogating devices. Rf (radio frequency) head cable found out of electrical specification. It is noted the rf head cable was twisted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).